Event description:
It was reported that the ilet user intentionally announced a small ¿less than breakfast¿ meal as a way to obtain insulin without eating to correct hyperglycemia, consistent with using meals as correction; education and troubleshooting were provided, and the device recorded a glucose value of 320 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.